Event description:
A caller reported a malfunction on the pump, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no significant impact. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support again if any issues reoccurred.